Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 258 mg/dl at the time of incident and the current blood glucose level was 349 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer¿s blood glucose did not come down. Customer stated auto mode feature was active. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0871 inches. Insulin pump was programmed with test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor. The display showed the calibrate your sensor alarm properly after completion of the warm up. Insulin pump calibrated to the programmed test value, 100 mg/dl and 109 mg/dl, properly and displayed correctly on the display graph. Pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 140 mg/dl, properly after completion of the auto mode warm up. Insulin pump sensor feature and auto mode connection are working properly. No sensor related errors or anomalies were noted.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6)..